Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 27.7 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to dehiscence with perivalvular leak. Per the operative report of (B) (6) 2010, there "seemed to be a hole at the base of the anterior leaflet where there appeared to some dehiscence of the previously placed ring and this seemed to be a perivalvular leak again consistent with there being a hole where the ring had probably pulled free."